Event description:
It was reported that the balloon that was in kit was inflated at t6 to 3cc 280psi from a unipedicular approach and it ruptured while accessing t5 for no apparent reason. The surgeon collapsed balloon and when she took it out of the cannula, a portion of the balloon was what she thought in patient. It was in the distal portion of the cannula which could be seen by the radiopaque dot on the balloon in the cannula. Cannula was removed and the piece of balloon that was inside cannula was retrieved. When balloon was removed, shaft de-sheathed from balloon. No patient complications were reported.

Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: product analysis: the reported complaint of a balloon rupture was confirmed during product evaluation. A radial tear was observed near the proximal peak of the balloon. This observation is consistent with rupture due to contact with bone splinters during instrument usage. Due to the ¿umbrella¿ effect of the radially cut ibt, the ibt was unable to be collapsed and removed from the stylus. The above observations are consistent with intraoperative instrument damage.